Event description:
It was reported that the pt's catheter dislodged "from my epidural and has coiled into my back". The pt moved to another state, about a month after implant, where it was later discovered that "the line was not connected any longer". The pt experienced a change in therapy effect. A "lump in the lower back" was also noted and it was determined by two hcps that it was the catheter dispensing morphine into the body. A scan was performed which determined that the catheter was coiled. The pump was "turned way down" but the pump was not emptied.

Manufacturer narrative:
.